Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. Additionally, due to the age of complaints and that most of the reported issues did not include essential information, such as cartridge lot number/serial number, user information, further investigation including product history review is not able to be performed. No further investigation was required for lots that were expired, and where no trends were identified.

Event description:
Customer received a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(6)). Customer reported performing 12 tests using the cue covid-19 test for home and over the counter (otc) use over the previous 15 days and only 1 test was negative. Customer also reported they tested negative using a pcr test and an antigen test (brand/manufacturer not provided). No further information provided regarding this false negative result.